Manufacturer narrative:
4316 - intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: while there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, no energy was generated at the tips of the vessel sealer instrument. The customer reseated the jumper between the erbe and the instrument control box (icb), but the issue persisted. The customer heard the activation sound and checked both the personality module energy device (pmed) control and the pedal press. The customer used a spare vessel sealer instrument and proceeded with the case. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the surgeon was working on omentom tissue for about an hour before the issue occurred. It was noted that the patient did not experience any bleeding. During the sealing sequence, audible tones confirming the sealing were noted; however, no thermal effect to the patient¿s tissue was observed. No error messages or codes were generated. The characteristics of the targeted tissue was normal; the patient did not undergo any pre-surgical chemotherapy or radiation treatments. The vessel sealer instrument did not encounter any staplers, clips or calcified vessels. The customer had removed all bio debris from the jaws of the vessel sealer. The customer believes that the sealing issue was due to a malfunctioning instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections.. The vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint of a cautery issue. When the device was re-tested with a fully functional erbe generator, the energy delivery test passed, i.e. Steam and bubbling was noticed from a wet paper towel upon sealing. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the vessel sealer instrument allegedly did not get any energy at the tips.

Event description:
.Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: PMA/510k, and if follow-up, what type. This MDR is being submitted to address the following: - incorrect date in date of reportand PMA/510k in initial report MFR 2955842-2019-10037, submitted on (B)(6)2019 - incorrect date PMA/510k PMA/510k in follow-up #1 for MFR 2955842-2019-10037, submitted on (B)(6)2019 section date of report and PMA/510k should be updated from (B)(6)2019 to 12/21/2018 in MFR 2955842-2019-10037, the initial report. Section PMA/510k should be updated from to (B)(6)2019 to 1/24/2019 in MFR 2955842-2019-10037, follow-up #1.